Event description:
Device malfunction: difficult to remove. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, after deployment of the clip, the device was difficult to remove. The access ports and force was used to successfully remove the device from the pt. The clip remains in the pt; however, the location of the clip is unknown. Hemostasis was achieved using manual compression. There were no adverse pt effects reported. Though requested, no additional information was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.